Manufacturer narrative:
Exemption number e2019001. The unique device identification (UDI) is unknown because the part and lot numbers were not reported and not identified on the returned device. Visual inspection was performed on the returned device. The reported kink and tear were confirmed. The reported difficulty removing the wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other device referenced will be filed under a separate medwatch report.

Event description:
It was reported the 4.0x30mm rx trek balloon dilatation catheter (bdc) was used in the pulmonary artery. The bdc was inflated and deflated two or three times to 6-8 atmospheres (atm) however after the last inflation, the balloon would not deflate. The physician decided to over inflate the balloon in order to rupture it. After the balloon burst, the bdc was being removed when resistance was met and the hypotube separated. A snare device was used to remove the separated portion of the device, resulting in a clinically significant delay in the procedure. Return analysis noted an unknown whisper guide wire returned frozen in the guide wire lumen of the rx trek catheter. The polymer coating was noted to be damaged. Per the account, the polymer damage likely occurred during the attempt to remove the separated portion of the rx trek. No additional information was provided.